Event description:
Per the info provided to co by the physician's office, the device was removed as it "would not deflate." As reported to co, the assembly kit component(s) only were removed and replaced, (i.e., specifically connectors).